Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Event description:
It was reported that the reprocessed sterilmed soundstar catheter was not recognized by the sc2000 ultrasound machine during the procedure. The caller stated the catheter did register on the carto 3 system. The caller stated they replaced the swift link without resolution. The caller stated they replaced the ultrasound machine without resolution. The caller stated they replaced the soundstar catheter with an acunav catheter without resolution. The caller stated they replaced the swift link for a 2nd time without resolution. The caller stated they replaced the ultrasound machine for a 2nd time machine without resolution. The caller stated they replaced the acunav catheter with a new acunav catheter and the procedure continued. The procedure continued. This resulted in a 30 minute delay to the exam after the patient was sedated. No additional sedation was administered.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the returned catheter was inspected and no trouble was found. There is no damage on the connector area or delamination on the stack face during visual inspection. The acoustic test result passed. There is no issue on the DHR. Siemens continues to track and trend any incidents related to this issue. Reference #(B)(4).